Manufacturer narrative:
The hill-rom technician found the power control board inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the power control board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report a hill-rom technician stating the bed exit alarms were inaudible. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).